Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was contaminated on pads, as a result the pads were cleaned. It was also noted that the high rate cover and caution label was missing and one side bail cover was broken. (B)(4).

Event description:
It was reported that the seven segment display of the epg (external pulse generator) is out. The epg was returned for repair. No patient complications were reported as a result of this event.